Event description:
A healthcare facility reported via a fisher & paykel healthcare rep that in early 2009, a ventilator connected to an rt340 adult dual-heated evaqua breathing circuit alarmed that a leak had occurred after the breathing circuit had been in use for 1-4 days. The system had passed the ventilator leak test during initial equipment set-up. When the ventilator alarmed, leaks and cracks were detected on the expiratory limb of the rt340 breathing circuit. The replacement breathing circuit also exhibited a leak within 48 hrs. The system was being used on a pt with lung disease.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare ('fph') by a healthcare facility. The product is not sold in the USA, but it is similar to a product sold in the USA. The subject rt340 breathing circuit is currently en route to fph for examination. In order to further assist in our analysis of the event, fph has requested additional info with respect to the nature of the pt's injury and medical intervention applied, the pt's current status as well as details pertaining to the equipment set-up, settings and type of drugs used in the therapy. The key differences between fph's evaqua breathing circuits and the conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapor from expired ventilatory gases to pass through. This improved technology was developed to overcome condensate-related issues associated with conventional breathing circuits. The expiratory tube of an evaqua breathing circuit incorporates a protective mesh to prevent damage to the walls of the tube during use. Nonetheless, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or to damage caused by sharp objects and circuit hangers. Our instructions for use specify to the user to "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." A lot check could not be performed as no specific lot info was provided. We will provide a follow-up report upon receipt of the info requested and following completion of the analysis.